Event description:
The death certificate was received to the manufacturer which noted the death date was (B)(6) 2012, which was prior to the high impedance first being noted on (B)(6) 2012, when the impedance changed to high impedance on the internal generator memory. The high impedance occurred after the device was explanted due to the patient¿s death, and no malfunction is suspected with the vns lead or generator.

Event description:
During manufacturer product analysis of a patient's explanted vns generator, internal data indicated high lead impedance occurred on (B)(6) 2012. The impedance changed from 1882 ohms to 25188 ohms on (B)(6) 2012. It is unknown if the vns lead was also explanted. The patient's vns generator had been explanted due to death (previously reported via MDR #1644487-2013-01035). However, the date of the death is unknown, the date of generator explant is unknown, and it is unknown if the high impedance reflected in the vns programming history is a reflection of the day the device was explanted, or prior to being explanted. Follow up with the treating physician revealed the patient was last seen in (B)(6) 2012, and the office has no information regarding the patient.

Manufacturer narrative:
.

Manufacturer narrative:
The lead explant date was inadvertently omitted from follow-up MDR #2.

Manufacturer narrative:
Device failure is suspected, but may be a result of an explantation procedure.

Event description:
Additional vns programming history was obtained which documented no high impedance through (B)(6) 2012. An impedance change occurred on (B)(6) 2011 from 4087 ohms to 3000 ohms, indicating normal device function.